Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 150 mcg/ml of fentanyl at 57.8 mcg/day and 12 mg/ml of hydromorphone at 4.626 mg/day via an implantable pump for non-malignant pain. It was reported the patient¿s pump was empty. The patient was due for a refill. The patient had moved with no plan for managing their pump. The patient came to the healthcare provider¿s office the day before ((B)(6) 2018) with their pump alarming. The pump was interrogated, and it was confirmed the pump was empty. It was reported the pump had been ¿out for weeks.¿ empty pump considerations were reviewed. It was reported the patient¿s pain had been worse. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported the patient¿s pump was filled with preservative free saline and set at the lowest rate. The physician stated the pump had been empty and alarming since (B)(6) (2018). No other actions had been taken. The patient's weight was not available.